Manufacturer narrative:
(B)(4).an alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned; therefore, a device evaluation could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. It is unknown whether the patient was connected at the time of the alarm. This occurred during an unspecified step of peritoneal dialysis therapy. There was no report of anything unusual that would cause or contribute to the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.